Manufacturer narrative:
H3: the reason for return has been confirmed. The indigo handpiece is very noisy. With the console set to 60000rpm it reached a maximum of 22000rpm and gradually lost power before stalling after 30 seconds. The temperature was already 172f at t1 and 190f at t2 with an ambient temperature of 75f. The motor is defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the motor was making excessive noise. There was no patient involved in this event.